Event description:
It was reported that nursing staff have concluded that smiths cadd-solis pumps display more alarms than other pumps they have previously used. It was reported that more cadd-solis pumps are being returned due to an "air in line" alarm than previous pumps. This is an observation that was reported but is not related to a specific case and there was no reported serious injury to the patient.